Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 08-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1 was not detected as closed. The field service engineer (fse) reported that main drawer 1 was a full height cubie drawer and when it was physically shut, medication application still registered the drawer as open. The fse replaced the inseparable due to a missing magnet, ran the acceptance test, and confirmed that the pharmacy technician recovered main drawer 1. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 1 was not detected as closed. The customer attempted multiple recovery and reboot actions; however, the issue persists. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.